Event description:
It was reported that multiple malfunction alarms occurred while the customer was sleeping. Customer's blood glucose was 250 mg/dl. The customer reverted to manual injections for insulin therapy.